Event description:
It was reported that several vf episodes were observed due to noise. The lead was capped and replaced. Proximal part of the lead was returned for analysis.

Manufacturer narrative:
A partial lead measuring 21.5cm from the connector pin was returned for analysis. A fracture of the inner coil was found at 19.5cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of noise. External insulation abrasion was found at 16cm to 16.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating of the sensing and rv cables was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun